Manufacturer narrative:
Device history review was performed and found to be complete. The product passed all quality control tests prior to its distribution. The leadless pacemaker was returned for the reported events of stretched helix and low pacing impedance. Visual inspection found the helix was stretched consistent with procedural damage. Longevity assessment showed the device was operating normally. Further analysis performed found no anomalies. The reported event of stretched helix was confirmed and attributed to procedural damage while the reported event of low pacing impedance was not confirmed.

Event description:
It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the leadless pacemaker exhibited low pacing impedance. Upon retrieval, it was reported that the helix of the leadless pacemaker was stretched. The reported leadless pacemaker was not installed and the procedure was completed with an alternative leadless pacemaker on (B)(6) 2023. There were no patient consequences.